Event description:
Customer reports receiving a low reading. In blood glucose tests, customer received a lab reading of 236 mg/dl compared to a meter reading of 105 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.